Event description:
It was reported that a patient underwent a revision surgery at c5-7 due to a backed out screw at c7 that was detected during a routine follow up visit. According to the report, the patient had symptoms associated with the backed out screw and had pseudoarthrosis. Patient symptoms were not specified in the report. It was also reported that the locking mechanism on plate failed, contributing to the screw migration. The cervical plate construct was removed during the revision and no further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.